Event description:
The account alleged that the brakes will not hold when the brake pedal is engaged. There were no reported injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.